Event description:
It was reported that during a device change out procedure the physician noticed the right ventricular (rv) lead was kinked. The lead was successfully repaired and remains in service. No adverse patient effects were reported.